Event description:
It was reported the physician attempted to use the lead but was not successful. The physician looked at the distal portion of the lead where excessive roughness and stripping at the distal tip was noted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defib conductor was found to be distorted. The inner tubing was found to be kinked/buckled, and blood was found in/on the helix/lobe mechanism.